Event description:
Pt reported that sometimes the needles are not sharp making it painful to use. No missed dose reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by: patient/caregiver.